Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis yet. If the complaint device is received in the future, a supplemental report or device evaluation will be submitted. The bwi equipments involved are: carto 3 system (serial # (B)(4)), stockert generator (serial # (B)(4)), coolflow pump (serial # unknown), catheter d134301 (lot # 16059985l), and catheter sndstr10g (serial #(B)(4)). (B)(4).

Event description:
It was reported that during atrial fibrillation (afib) procedure, while delivering the rf energy to the posterior wall, patient¿s blood pressure was dropped. It was discovered and confirmed through ultrasound that the patient had a cardiac tamponade. Pericardiocentesis was done twice, first time 300 cc of fluid was removed and the second time the amount of fluid was unknown). The patient was stabilized. The physician¿s opinion regarding the causality of adverse event was possible device-related and possible procedure-related.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that it was discovered and confirmed through ultrasound that the patient had a cardiac tamponade. Pericardiocentesis was done twice (300 cc of fluid was removed the first time and fluid removed the second time was unknown to the caller) and the patient was stabilized. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Furthermore, a deflection test was performed and the catheter passed. Finally, catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed on temperature test. Further investigation revealed that the thermocouple wires were shorting inside the catheter. This was not related with the reported event. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed the temperature test but the root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.